Event description:
The cision blade is breaking during use.

Manufacturer narrative:
It was reported that the 140860 cision blade is breaking during use. This is the second one to break in a patient in a week. The dr was able to extract it without incident. We are very lucky it was the surgeon who was on that could do it not sure others would be able to do it without incident. We are currently having new packs made and the dr. Is concerned about these blades in that pack also. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.